Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the left ventricular lead exhibited loss of capture. The device was reprogrammed, the patient was asymptomatic and no other anomalies were noted. The patient would continue to be monitored.